Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product sample has been provided, and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. DHR review found no discrepancies or anomalies relevant to the complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that before use, the syringe was discovered to be cracked. There was no patient involvement, and no patient harm/adverse event reported.